Event description:
It was reported that an emt strained his back lifting a heavy patient. The user facility reported that there was no defect with the cot. The emt went to their occupational health clinic for treatment. The emt was on light duty for two weeks and received worker's compensation.